Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02197. The expandable sheath was returned to edwards for evaluation in a used condition with the delivery system and valve partially inserted through the sheath shaft. The returned expandable sheath (esheath) was visually inspected for any abnormalities. The exposed portion of the liner appears to have unfolded/expanded as designed, with the liner adhesion in place in the proper locations. The liner was torn along entire sheath shaft, and hdpe stretching was noted along with damage at distal tip. There was no delamination at the distal end of the liner or near the c-marker. Measurements were taken on the liner to ensure that the thickness of the material was within specification as a thin liner could contribute to the observed tear. The measurements met specification. During manufacturing of the sheath, devices were 100% visually inspected. The sheath tube is inspected for kink, bends or mechanical damage, smooth outer surface without wrinkles, circumferential surface defects or witness lines, remnant lines, and holes or tears on the strain relief. There are also inspections for seam separation, delamination and complete fusing and smooth transition of the hdpe/tip interface. During product verification sheaths are tested under a sampling plan. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the complaint. The complaint for sheath shaft liner tear was confirmed based on the condition of the returned device. Per initial report, an issue with the delivery system required the withdrawal of the delivery system and valve through the sheath. Additional information indicate withdrawal of the delivery system and valve through the sheath was performed coaxially, based on the observed tip damage it is possible that the thv became caught on the sheath distal tip. Once caught, additional force applied to further withdraw the delivery system may have resulted in the observed liner tear. Evaluation of the returned device and associated DHR, lot history, manufacturing and training documentation provided no indication that a manufacturing or training issue contributed to the event. Available information supports that the likely root cause of this complaint was the valve catching on the exposed portion of the liner during withdrawal of the device evaluated. No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the (B)(4) 2015 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Event description:
After review of the returned product, significant damage to the distal hdpe material was identified. As reported by our affiliates in the united kingdom, during the implant of a 29 mm sapien 3 valve by tf approach in aortic position using the commander delivery system, there were difficulties completing the valve alignment process so manual alignment was attempted by pulling back on the balloon catheter. Attempts at manual alignment were unsuccessful and the valve was half way between the central and distal marker but the team decided to proceed with deployment. The valve was positioned across the annulus in correct position but when they attempted to inflate the balloon, it didn't inflate. The delivery system was withdrawn back into sheath and a new sheath/valve and delivery system was used deployed without incident. However, when this second system was withdrawn, one suture of the perclose failed causing significant blood loss. Compression was applied and a coda balloon was introduced on the contra lateral side and overinflated, causing a rupture of the descending aorta between the aortic bifurcation and renal arteries. Vascular surgical team were called but the patient expired on the table. As per medical opinion, the cause of death was the rupture caused by the coda balloon and was not related to any edwards device. During pre-deco evaluation, a damage and delaminations were observed in the distal tip of the esheath. Only moderate resistance was observed when the undeployed valve and commander were withdrawn back into the esheath. As far as could be observed under fluoroscopy the ds and valve were co-axial to the tip of the esheath during withdrawal of the valve/ds co-axial. There was no damage noted to the patient upon sheath removal. The valve remained inside the sheath until withdrawal. The valve was withdrawn from the sheath on the valve prep table to observe the reason for the balloon to fail to inflate.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02197. Investigation is ongoing.

Event description:
After review of the returned product, significant damage to the distal hdpe material was identified. As reported by our affiliates in the (B)(4), during the implant of a 29 mm sapien 3 valve by tf approach in aortic position using the commander delivery system, there were difficulties completing the valve alignment process so manual alignment was attempted by pulling back on the balloon catheter. Attempts at manual alignment were unsuccessful and the valve was half way between the central and distal marker but the team decided to proceed with deployment. The valve was positioned across the annulus in correct position but when they attempted to inflate the balloon, it didn't inflate. The delivery system was withdrawn back into sheath and a new sheath/valve and delivery system was used deployed without incident. However, when this second system was withdrawn, one suture of the perclose failed causing significant blood loss. Compression was applied and a coda balloon was introduced on the contra lateral side and overinflated, causing a rupture of the descending aorta between the aortic bifurcation and renal arteries. Vascular surgical team were called but the patient expired on the table. As per medical opinion, the cause of death was the rupture caused by the coda balloon and was not related to any edwards device.